Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this refers to a revision that took place in an investigator initiated clinical study (attune cementless rsa study). One patient in this study recently underwent a full revision at 11 months post-op. The patient had swelling and pain upon presentation to the clinic in september (unscheduled visit). An interim CT-rsa was performed which showed no discernible migration of their tibial tray, no obvious migration that would suggest loosening. The patient was revised on (B)(6) 2025 for infection (stage 1 of 2-stage procedure). Dr. Performed the revision and noted the 4 peripheral pegs of the tray were solidly ingrown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because lot code provided is not a valid finished goods lot. Added: d6a, d10 (concomitant).